Event description:
It is reported that the pt underwent her first revision surgery on (B)(6) 2013, due to luxation of left hip after implantation in (B)(6) 2013. The ceramic head and ceramic inlay were revised and replaced with a ceramic head/pe-inlay combination. Debridement of the hip joint was performed and the torn rotatory muscle was reconstructed. While the head and the inlay were removed, the fitmore stem and allofit cup stayed implanted in the pt.

Manufacturer narrative:
The manufacturer did not receive the affected devices. There were no x-ray pictures provided as well. Both surgical reports were received though. The lot numbers were not provided for the devices, therefore, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended report will be submitted. (B)(4).